Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unspecified "back surgery" using rhbmp-2/acs. At an unknown time post-op, the patient developed "serious injury including pain and physical limitations."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009: it was reported that the patient was admitted to the facility where the patient underwent spine fusion surgery using rhbmp-2 on the lumbar region of spine from vertebrae l3 to l4. The rhbmp-2 collagen sponge was placed outside the cage. Post-op, patient reportedly had progressively worsening low back pain, with bilateral leg pain and foot numbness. Severe pain may lead to a revision surgery. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted. Patient continues to experience chronic lower back pain, pain extending up into his neck and shoulders, numbness and tingling in his back, muscle spasms, and radiating leg pain. Patient also reportedly suffers from headaches, bowel and bladder issues, sexual issues, depression, difficulty standing and walking for extended periods, and requires occasional use of a cane to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.